Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection vancomycin (1.5 gm, given stat and repeated after 5 days and route not reported) and injection amikacin (250 mg, alternative days and route not reported) for peritonitis. At the time of this report, treatment with antibiotics was ongoing and pd therapy was ongoing. The patient's outcome was unknown. No additional information is available.

Manufacturer narrative:
On unreported dates, the antibiotic course was completed, the patient¿s peritoneal effluent was clear and the patient was reportedly ¿doing well¿. One week after onset, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.